Event description:
It was reported that there was intermittent atrial oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009; 419478 lead, implanted: (B)(6) 2009. (B)(4).